Manufacturer narrative:
The user reported the back of the pdm is getting hot. The device was allowed to charge during investigation and was not observed to heat up. Inspection of the log files found no signs of the device overheating. The log files show the battery temperature was within the operating specifications.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting hot on the back of the device.